Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received unexpected power alarm. The blood glucose level was 190 mg/dl. The product will return for the analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on esc, act, up arrow and down arrow button. Unable to confirm unexpected restart alarm and unable to perform any tests due to buttons unresponsive.